Event description:
It was reported that during the procedure, the energy was a little weak. Finally, the procedure was cancelled, the patient was stable and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.